Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two ophthalmic irrigation/ aspiration (I/a) tips were defective. One I/a tip broke while tightening in the handpiece. The thread seemed to be badly damaged in another one. There was no report of any patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of two defective tips, one broken and one in which threads seems to be badly made; therefore, the condition of the product could not be verified. The photos of a label and product that were attached have been reviewed by the investigations site. The label confirms the reported pak lot information and the product photos confirm there is damage to the hub threads. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos of the product confirm the report of one of the tips having thread issues. The reported broken tip could not be confirmed from the photos. However, no samples were received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).